Manufacturer narrative:
On 06/05/18, it was reported to mentor that the date of birth was reported incorrectly in the original report. The date of birth has been updated (B)(6). The date problem observed was (B)(6) 2018, and therefore the patient¿s age at the time of the report was (B)(6) years old. The date of implant was (B)(6) 2005. The date of explant was corrected (B)(6) 2018. The affected breast was the left breast implant and not the right one. The replacement devices were gel mentor memorygel breast implants 350cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/15/18, it was reported to mentor that this event took place: the device lot number is 271793 as per device received and the lot was manufactured in (B)(4), USA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation of unknown type with a gel mentor implant of unknown type and experienced rupture on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/26/18, it was reported to mentor that the device history record ( DHR) of lot number 271793 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/26/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 6.8 cm within an area of siltex cracking located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).